Event description:
According to the reporter: by preparation for surgery, the torque wrench was rotated, but it rotated endlessly. It was also noticed that the screw part had come off. The device was not used on the patient. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).